Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Two (2) of 3 reports. Other mfg report numbers: 9615741-2018-00058, 9615741-2018-00060. It was reported that during insertion of the screw the break off barrel broke too earlier before the screw was totally screwed. The surgeon has screw manually with screwdriver but the screw broke. For the first screw the cortical was not predrill with kirschner k wire before insertion of the screw but for the second one it was done. (Surgeon indicated that she was not aware to predrill) the two parts of the screw were aligned before use.

Manufacturer narrative:
No anomaly was found in DHR. As no anomaly was found during documentary review and failure was not performed due to no product return, the root cause cannot be determined.